Event description:
Related manufacturer reference number: 2017865-2021-33184. Related manufacturer reference number: 2017865-2021-33186. Related manufacturer reference number: 2017865-2021-33187. It was reported that the patient presented for follow-up in clinic. It was noted that there was infection on their implantable cardioverter defibrillator (ICD) system. Therefore, the entire ICD system including the device, right atrial (ra), right ventricular (rv), and left ventricular (lv) leads were explanted. The patient was in stable condition.